Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 syringe sample and 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that black spots were observed on the syringe barrel. Bd determined that the cause of the failure was printed ink debris from the marking process and is not considered foreign material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter complaint from (B)(6) hospital. The customer complained that black dirts were found inside the syringe.